Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) performed user test in which batteries failed. The batteries went from 18.00 amp hours (ah) to 0.0000ah when the machine was charged appropriately. The fsr replaced the batteries. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed one of the batteries to not meet the minimum voltage and conductance of 12.5 volts direct current (vdc) and 375 siemens per specification. The batteries shut down after 25 seconds of run time, which failed to meet the specification of 52 minutes. Per data log analysis, when the system shut down on (B)(6) 2021 the battery capacity was 15/16 (full). At power up on (B)(6) 2021 the battery capacity dropped to 8/16 automatically indicating the batteries cannot provide full 15/16 capacity. A battery test was started and the capacity quickly dropped to 0/16 and battery voltage dropped to 20.672 vdc causing a depleted battery shutdown. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the batteries died during the five minute user test. There was no patient involvement.